Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarms and resumed insulin delivery. Customer's blood glucose was 270 mg/dl.